Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The engineer determined that the issues was associated with a defective speaker assembly which needs to be replaced. After part(s) replacement the device was returned to functional use with no further issue(s) identified.

Event description:
It was reported that the mx550 showed a speaker malfunction and no sound was audible. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.